Manufacturer narrative:
The field service engineer determined the sample probe was missing a seal. Both sample probes were replaced and seals were installed. Operational and mechanical checks passed. Precision studies were performed and were within specifications. The last calibration performed on (B)(6) 2021 was ok and there were no alarms. Quality controls were within established ranges. There was no indication of a reagent performance issue. Upon review of the alarm trace, a reagent short alarm occurred on the day of the event. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c 513 analyzer. The initial values were reported outside of the laboratory and questioned. The samples were repeated on a second analyzer and the repeat values were deemed correct. Corrected reports were issued. The first sample initially resulted in an hba1c value of 7.5 % on (B)(6) 2022 and repeated as 5.8 % on (B)(6) 2022. The second sample initially resulted in an hba1c value of 12.5 % on (B)(6) 2022 and repeated as 6.4 % on (B)(6) 2022. The hba1c reagent lot number was 56865601, with an expiration date of 31-dec-2022.